Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. It was reported that this patient experienced a neurological seizure event which was thought to be a transient ischemic attack (tia). It was reported that the patient had apoplectic symptoms and mild unilateral symptoms. The diagnostic testing or outcome of the patient was not reported. The device was not returned to the manufacturer for evaluation as it remains implanted. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A transient ischemic attack (tia) is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) on (B)(6) 2014 that a patient experienced a neurological seizure event which was thought to be a transient ischemic attack (tia). According to a member of the neurology team, it was an embolism that blocked or narrowed the cerebral arterial media. It was reported that the patient had apoplectic symptoms and mild unilateral symptoms. The diagnostic testing or outcome of the patient was not reported. The device was not returned to the manufacturer for analysis.